Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: the device was received for evaluation. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage, and clamp functions tests were performed with no issues noted. The reported condition of leak was not verified during the sample evaluation. The device met specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill five of six of peritoneal dialysis (pd) therapy. During the troubleshooting, there was a leak from an unspecified location during use of a homechoice cassette. The leak was further described as ¿fluid leaked onto the floor¿. Renal therapy services assisted the hp in removing the cassette. The hp would perform continuous ambulatory pd therapy to complete treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.